Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. A nurse practitioner reported that the patient's daughter found the patient passed out on (B)(6) 2024. The patient could not report how the cgm was functioning during this time because she was unconscious. The patient's daughter took the patient to the emergency department. There, his blood glucose was tested at 900 mg/dl. The np could not provide further event details. Follow up contact was made with the patient after the intial report by the np; however, the patient could not remember when they were discharged from the hospital and declined to provide further information. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.